Manufacturer narrative:
Additional data: d9, h3. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that the tulip of a xia 3 polyaxial screw fractured intra-operatively. It was further reported that the surgeon removed the screw and added an additional adjacent level to the construct. The procedure was completed successfully with a 30 minute surgical delay.